Event description:
It was reported the event occurred during normal use, and there was an explantation on (B)(6) 2013. It was noted the product would be returned to the manufacturer and it was replaced by a medtronic product. It was logged there was high impedance issue and a revision was required as a result. It was noted that during the revision the product was replaced. It was logged there was impedance testing and x rays done for diagnostic testing. It was reported the issue was resolved and the cause of the issue was degraded material was detected during surgical troubleshooting. It was then reported the patient status at the time of the report was alive with no injury and that there were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Product event summary #geo event description: information received by medtronic indicated that high impedances were measured after 89 months of service life. Degraded material was detected during surgical troubleshooting. Preliminary geo assessment: -fracture suspected preliminary geo conclusion: fracture of the extension cannot be excluded. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the extension found the body was ¿cut through¿ and ¿segmented.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.